Event description:
This lead was implanted on (B)(6)2010 and still remains implanted at this time. Rv lead fractured and put lv lead into rv port. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).